Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on an aviva meter, compared to a doctor's professional meter, within 10 minutes:201 mg/dl (aviva) and 103 mg/dl on doctor's professional meter. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.